Event description:
It was reported that this implantable pacemaker recorded inappropriately two signal artifact monitor (sam) episodes. It was noted that the minute ventilation (mv) feature was deactivated. The mv feature was reactivated and further review was discussed. This device remains in service. No adverse patient effects were reported.